Manufacturer narrative:
Section d9. Device available for evaluation? Yes returned to manufacturer on: 6/14/2021 section h3. Device evaluated by manufacturer? Yes device evaluation: complaint product was received in its original packaging. Also, patient identification card, patient notification card, and labels were received. Upon evaluation of the sample received, the plunger was in a partially advanced position, and the pushrod looks centered. All the components were correctly assembled, and no defect related to manufacturing process was identified. Traces of lubricating material were observed in the cartridge. The lens got stuck in the cartridge tube, and the cartridge tip was observed damaged and deformed. The reported device advancement issue was not verified. As the lens is to hard inside the device it is not possible to remove it; therefore, the reported lens damaged could not be verified. Based in the analysis product quality deficiency could mot be determined. Manufacturing record review: the manufacturing process record was evaluated and revealed that the product was manufactured and released according to specifications. A search revealed one additional complaint was received from this production order for dc-override and no product deficiency was identified. Conclusion: as a result of the investigation there is no indication of a product quality deficiency and the reported issue could not be verified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Age, weight, ethnicity: unknown/ not provided. If implanted, give date: not applicable, as lens was not inserted in the patient's eye. If explanted, give date: not applicable, as lens was not inserted hence not explanted from eye. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It as reported that a preloaded product has the intraocular lens (iol) bent, was stuck in injector. It was stated that there was no patient contact/involvement. No other information was provided.